Event description:
Initial info reported by a physician to a sales representative on 29-oct-2010, and additional information was received from an office manager on behalf of the physician on 02-nov-2010: a (B)(6) female pt received treatment with poly-l-lactic acid (sculptra aesthetic) (lot # unk, expiration date unk) on (B)(6) 2010, for the first time, for cosmetic reasons. She received poly-l-lactic acid along with lidocaine as per office protocol. She was injected in her temple and cheek area and "all over her face". Two weeks after her injection ((B)(6) 2010), she reported bumps along the injection site on her temple, under her skin. The rptr did not know the size of the bumps. She came into the office on (B)(6) 2010. No treatment was given to the pt, but she did receive massage therapy. Concomitant medications included blood pressure medication and a sleep aide. Medical history included irregular heart beat and (B)(6). She was scheduled to come to the office on (B)(6) 2010, for a follow-up appointment. The rptr was not sure whether or not the bumps were ongoing at the time of the report. The pt was scheduled for a follow-up appointment on (B)(6) 2010. No further relevant info was reported.